Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6932 implantable tachy lead (B)(6) 1999; 6940 implantable tachy lead (B)(6) 1999; c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2007. (B)(4).

Event description:
It was reported that an alert triggered for high right ventricular (rv) defibrillation coil impedance. The rv pacing and left ventricular (lv) pacing impedance also show a similar increasing trend but more gradual. The patient reportedly had respiratory difficulties and possibly chest compressions around the same time. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.